Event description:
A patient was undergoing laparoscopy, hysteroscopy, dilatation and curettage, polypectomy for menorrhagia. With a novasure endometrial ablation device seated to a width of 1.8 cm, endometrial ablation was accomplished over only 36 seconds. The ablator was removed and re-hysteroscopy was accomplished showing incomplete endometrial of the uterine fundus, right greater than left, not because of inappropriate seating but because of inadequate ability of the ablation device to approximate tissues in the face of the subseptate configuration. The operator thoroughly considered the possibility of a second ablation with the novasure endometrial ablation device, understanding the manufacturer's recommendations regarding single-use device versus single-patient device and a decision was made to see if whether or not one more seating would allow for greater access of the device to the uterine fundus. Therefore, the device was passed one more time and a uterine perforation was felt to take place at that time, prior to deployment of the device. The device was removed immediately without deployment and/or ablation and indeed the laprascopic viewing of the uterus simultaneously did show a perforation in the right uterine fundus. A decision was made to proceed with oversewing of the uterine perforation to allow for hemostasis. Excellent hemostasis was obtained.